Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular egm for magnet appeared very wide. There were two beats that appeared the same as the intrinsic beat, and the rest were very wide. It was thought that corrupted samples in the data were the cause of the problem. The device remains in use. No patient complications have been reported as a result of this event.